Manufacturer narrative:
(B)(4). Pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to compromised force sensor system alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received no delivery alarm during bolus administration. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.